Manufacturer narrative:
A partial lead with two pieces with the connector portion measured 13.5 cm and the distal portion measured 47.0 cm was returned for analysis. Internal abrasion breaching the re cable lumen was found at 20.9¿21.0 cm, 22.1-22.2 cm, 22.4-22.5 cm, 23.5-23.6 cm and 24.0-24.1 cm from distal tip. The etfe cable coating was not abraded in these locations. Procedural damage to the etfe cable coating was noted at 12.0 cm, 15.5 cm, 25.0 cm, 29.5 cm and 32.5 cm from distal tip. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.